Event description:
It was reported the patient is not receiving effective therapy due to high impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.